Event description:
It was reported that the outer insulation of the power cord split open and wires behind the plug were exposed. There was no patient involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer's field service representative and the power cord was replaced. The device passed safety checks and was returned to service.